Event description:
A report was received from a user facility in the (B)(6) stating: "the cutter worked initially but stopped cutting during the case." There was no serious injury or report of permanent impairment reported related to the event.

Manufacturer narrative:
A review of the sterilization and lot history records could not be performed. The user facility was unable to provide the lot number. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.